Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: n (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was that the caller reports that the programmer will not power on. They have tried multiple sets of batteries and it will not come on. The caller indicated that there may be a small amount of corrosion in the battery compartment. The issue was not resolved through troubleshooting. An email was sent to the repair department. No symptoms were reported.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was that the caller reports that the programmer will not power on. They have tried multiple sets of batteries and it will not come on. The caller indicated that there may be a small amount of corrosion in the battery compartment. The issue was not resolved through troubleshooting. An email was sent to the repair department. No symptoms were reported.

Manufacturer narrative:
H3. Analysis of 37642 programmer (serial# (B)(6)) found " telemetry board corroded device was scrapped due to not powering on". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.